Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter. The flow rate was changed, e.g. Low flow, but there was no change in the flow rate from the catheter tip. The flush was checked and it appeared that the irrigation hole was partially blocked. The issue was noted during use on the patient. The device evaluation was completed on 03-oct-2024. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed and the device irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with two qdot micro catheter¿s and irrigation issues occurred on both catheters and both catheters had been used on the patient. The qdot micro catheter (lot #31313736l) was removed from the patient's body. When reinserted intracardially, a flush was performed. The flow rate was changed, e.g. Low flow, but there was no change in the flow rate from the catheter tip. The flush was checked and it appeared that the irrigation hole was partially blocked. The catheter was replaced with a qdot micro catheter (lot # 31336240l). The situation remained the same. The catheter and cable were replaced at the same time. Flush had no problems, but the bull¿s eye became the sand-storm-like display. Timing was two hours after catheter use, after ablation of pulmonary vein isolation (pvi) and superior vena cava (svc). As this was already the third catheter and the situation had not improved, the procedure was completed without ablation. No patient consequence reported. Additional information was received on 08-aug-2024. A partial irrigation issue occurred on the first and the second catheter (lot #31313736l, lot #31336240l). The issue was noted during use on the patient. The suspected device for the reported irrigation issues were the catheters. The procedure was completed without patient consequence. Additional information was received on 13-aug-2024. No errors. The flash lasted about 8 to 10 seconds and there was a strange noise as if the pump was under load and the tube was vibrating. Correct catheter settings were selected on the generator. There were issues with the flow rate change at the start of the ablation. The issue described as "bull¿s eye became the sand-storm-like display" was assessed as non MDR reportable on the qdot micro catheter (lot #31313736l). The irrigation issues in which the catheters were used on the patient were assessed as MDR reportable on both the qdot micro catheter's (lot #31313736l and 31336240l).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 25-sep-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).